Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the system had an error code. A 7-110-2.5-8-8 blazer prime xp was selected to map the right atrium. The physician was advancing the catheter when he noticed an unknown error code. The physician tried unplugging and replugging in the catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed an adhesive was lifted.

Manufacturer narrative:
Device evaluated by MFR. Examination of the returned device revealed a kink at 13mm from the tip, in addition it has the adhesive lifted and blood evidence under the adhesive in the ring 1 and 2. Electrical test was performed, and the device was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).